Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Some initial resistance was noted during insertion. Upon deployment a cuff miss occurred. The physician cut the suture end to remove the device and attempted to park the foot. The reported complaint was that the foot would not park completely and inhibited the removal of the device. The patient was taken to surgery for device removal. Surgery was successful and the patient recovered without further incident.